Event description:
The issue involves cerner millennium powernote and affects users that utilize free-text in a structured clinical document to document a patient encounter. Unsaved changes in a free-text section of a note are lost when you click in the free-text section and click away without editing that free text section. Patient care could be adversely affected if clinical decisions are based on incomplete documentation. Cerner has not received communication on any adverse patient events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification on 11/28/2012 to all potentially impacted client sites. The software notification includes a description of the issue and a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corporation will provide a follow-up report when the software modification is available.